Event description:
It was reported that the pulse generator was in backup vvi. The patient's presenting rhythm was 67.5 pulses per minute vvi paced. The hardware elective replacement indicator byte was checked, but could not be obtained as an error message was displayed. Due to telemetry corruption, further troubleshooting could not be performed. Device replacement would be scheduled due to unresolved backup vvi status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.